Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Labeling included cautions regarding pin site care.

Event description:
On (B)(6), (B)(6) phoned to report that she had caught her hand in a stair rail and that the pin block appeared twisted. The patient was told to consult with her surgeon. On (B)(6), the patient was given an antibiotic. Dr. (B)(6) examined the patient the morning of (B)(6), and he believes there is no infection, or that if there is, medication is already effective. Dr. (B)(6) decided to keep digit widget installed.